Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their handset was working fine and then the other day/about two weeks they turned their handset on and saw all lines across the screen and the screen went black. Patient stated they ordered a new charging cable and adapter because they lost theirs and thought that was the problem, but reported handset still does not work. Patient stated their doctor told patient to call manufacturer to find out how to turn handset back on. Reviewed general use of handset and patient reported their handset is not powering on despite charging handset. Patient plugged handset into charging cord on the call and reported nothing changed on the screen. Patient attempted to hold down power button on handset while plugged in and reported still nothing happened. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient reported they really need this "stimulator" because they pee all the time without it and it's bad. When agent asked for event date, patient stated it never really stopped and stated they kept going back and kept bringing it up and down and after a while they got so frustrated because it was turned off and they could still feel vibrations.